Event description:
The catheter was placed for the infusion of vancomycin. A few days after placement, the pt developed a severe case of phlebitis. The catheter was removed.

Manufacturer narrative:
The product received for evaluation is a 4.0 fr. PICC with an assembled gray two piece connector attached. The distal end of the catheter has been severed and is not included with the complaint sample. The entire assembly measures 23.1 inches long. Five depth markers are printed in the blue radiopaque stripe. Located 3.7 inches from the proximal end of the assembly, the 5-dot marker is the most proximal. The 1-dot marker is the most distal, located 3.5 inches from the distal tip. A lot history review is not possible as no product or lot numbers have been provided. Tactual exam of the catheter is unremarkable. Catheter patency is demonstrated by flushing and aspirating water through the lumen with a 12cc syringe. Occluding the distal tip, the catheter is hydraulically pressurized to sustained pressures greater then 25 psi. No leaks are noted. Microscopic exam (30x) of the tubing's od is unremarkable. Five power magnification of the connector and strain relief is also unremarkable. Retraction of the strain relief and subsequent 10x microscopic exam reveals only a brownish residue to the barbs on the distal connector piece. This may be antiseptic solution residue. Disassembly of the connector is accomplished without difficulty, however, the catheter remains inside the distal connector piece is retracted. Microscopic exam (15x) of the distal connector lumen shows both the proximal end of the catheter and the compression ring in place. Under 20x magnification the distal tip is seen to have clean, well-defined edges and appears to have been cut at an approximate 45 degree angle. The distal tip face is flat, striated and reflective to light suggesting it was cut with a sharp instrument such as a scalpel. The user may have severed the tubing in order to render the product non-functional. The complaint regarding a catheter leak resulting in phlebitis is unconfirmed. No leaks could be demonstrated during evaluation. The bard access systems incident questionnaire indicates the product had been placed for infusion of vancomycin with subsequent inflammation occurring around the insertion site five days later. No information is provided on other possible infusates, patient allergies, etc.